Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation. Therefore, the investigation is inconclusive for the reported difficult to infuse issue. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model a710962 implantable port allegedly experienced difficult to infuse problem. This information was received from one source. One patient was involved with no reported patient injury. The female patient is 16 years old. Weight of the patient was not provided.